Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. The aortic neck was 22 mm in diameter proximally and 20 mm distally and it was 70 mm in length. The left iliac is more tortuous than the right with calcium present in both access sites bilaterally. The right iliac is 8 mm in diameter and the left is 9 mm. This was a complex case due to the calcified neck and access vessels. It was reported that the case was completed in the early afternoon and the patient expired in the evening of the same day. The physician believes the cause of death was a posterior bleed (amount of blood loss is unknown) in the abdominal aorta due to a rupture post operatively (due to an unknown reason) even though there were no endoleaks noted post implant. No further information was provided.